Manufacturer narrative:
One opened probe was received with a tip protector, in a tray, for the report of cutting failure during surgery. The sample was visually inspected and found to be non-conforming with white foreign material along the needle and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and was non-conforming for cut. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge of the inner cutter port and a couple other locations along the inner cutter. White foreign material was observed at a couple location on the inner cutter and orange/brown foreign material was observed on the port face and tip of the cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe sample had a cut failure. The cause of the cut failure is the gouges observed to the cutting edge of the inner cutter port. The exact cause of the cutting edge gouges cannot be determined from the evaluation performed. The exact root cause of the cut failure could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutting failure of the probe occurred, the condition of actuating and aspirating was unknown during cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with new one. The procedure type was unknown.